Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit primed properly. The motor functioned properly during testing, including the rewind test. No rewind anomaly, drive/motor anomaly or prime/fill anomaly noted during testing. No cosmetic damage noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 to 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer did not troubleshoot and did not send the product back for analysis.